Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the proximal segment was returned and analyzed. The distal conductor was fractured. It was also noted that the distal conductor had blood/body fluid (not obstructed), and outer insulation had cosmetic metal induced oxidation. The analyst noted that they were unable to determine the location of the anchor sleeve.

Event description:
The lead was returned to the manufacturer after being explanted for unspecified reason and lead status replacement is unknown at this time due to no patient/doctor name and lead serial number did not register in device implant query (diq). The proximal segment was analyzed and tested out of specification. No patient complications have been reported as a result of this event.